Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the lead wires had fractured. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead had high increasing impedance, high increasing thresholds, and was suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.